Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name: (B)(6).

Event description:
It was reported that during periodic inspection, the cs100 intra-aortic balloon pump (iabp) unit was inoperable due to a valve leak. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected fields: d4. The field service engineer replaced the manifold drive valve assembly. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Event description:
N/a.